Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the expiratory pressure transducer. The customer reported to have followed the tse recommendations and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.